Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result generated by the unicel dxh 800 coulter cellular analysis system for a patient sample which contained plt clumps. The customer performed a manual smear review after receiving an instrument generated message on the initial run and found plt clumps. The customer vortexed and reran the sample. The repeated result was higher which the customer considered correct. Patient results are provided. No erroneous results were reported out of the lab. There was no death or injury and no reports of effect to patient treatment.

Manufacturer narrative:
The 5c controls were run before and after the event and performed within qc specifications. Service information has been requested, but has not been provided. Raw data files were requested, but were not provided for analysis at the time of the investigation. Per product labeling, giant plt, plt clumps, white cell fragments, electronic noise, very small cells, red cell fragments are known interfering substance for plt. Root cause is most likely attributed to the patient sample which contained plt clumps.